Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display and weak battery from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the screen will go off with no reason even when the battery power is left on the battery. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated that the cap is broken off and missing. The customer will be sent a replacement battery cap. The customer was advised to revert to a backup plan per health care provider's instructions.